Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery. The 3.5 x 23 mm xience xpedition stent delivery system (sds) was advanced to the lesion; however, resistance was noted with the guiding catheter tip, and the sds was pushed and pulled several times. During the retraction, the distal edge of the stent implant caught with the tip of the guiding catheter, and the stent struts became flared. The sds was no longer used, and a new 3.5 x 23 mm xience xpedition sds was used successfully with the same guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.